Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed system failure and kept alarming. No patient injury reported.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tampers were intact, the top case front corners were cracked, the bottom case was damaged, and the right plunger case was cracked. The devices event history log was reviewed for evidence of the reported event, backup audible alarm post was found. To conduct functional testing the device was powered up. Upon power up, the devices reported problem was duplicated. To address the issue the mainboard was replaced, which cleared up the problem. There was no observed external damage on the mainboard. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in (B)(6) 2022 and there was no indication of a service issue during the investigation.